Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced an exposure of single strand of exposed mesh as a bridge across mid urethra. The patient underwent a mesh excision and there was no anesthesia required. No further information is available.